Manufacturer narrative:
(B)(4) (B)(6) neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that patient presented with 1) adjacent segment degeneration at l2-l3. 2) spinal stenosis at l2-l3. Procedure: 1) lumbar laminectomy at l2 with decompression of spinal canal with bilateral facetectomies and foraminotomies . 2) posterior hardware removal from l2 to the sacrum. 3) reinsertion of hardware at l2-3 with posterior spinal fusion at l2-3. 4) posterior lumbar interbody fusion at l2-l3 with polyether ether ketone cage. 5) placement of lumbar epidural pain catheter. 6) implantation of allograft bone graft, local bone graft and rh-bmp2/acs. 7) somatosensory evoked potential and electromyogram monitoring. Per op notes: the 8 mm by 8mm wide and 22 mm length capsule and cage was packed rh-bmp2/acs soaked collagen sponges well as local and allograft bone. The cage was then compacted into the disk space and the distraction was removed. (B)(6) 2007: patient presented with degeneration of lumbosacral intervertebral disk. (B)(6) 2008, (B)(6)2009: patient presented for follow up. Impression: mild osteoarthritis both hips and both knees. (B)(6) 2008: the patient underwent x-ray of right hip ap and frogleg. Impression: acetabular irregularity a with osteophyte formation. (B)(6) 2008: patient presented for follow up. Patient presented with left groin pain, left hip degenerative joint disease, low back pain with her post laminectomy pain symptoms responding well to medical management, exacerbation of her left radicular l4-5 distribution pain. 04/28/2009: patient presented for an office visit. Assessment: 1. Left shoulder pain. 2. Bilateral knee pain currently taking vicodin for pain relief. 05/15/2009: patient presented for an office visit. Assessment: 1. Left shoulder pain with biceps tendon tenderness and symptoms localizing to her biceps tendon. 2. Bilateral knee patellofemoral osteoarthritis in a patient also with degenerative arthritis of the lumbar spine and chronic greater trochanteric bursitis. (B)(6) 2009: patient presented for an office visit. Assessment: 1. Left shoulder pain with previous biceps tendon tenderness and symptoms localizing to her biceps tendon. 2. Bilateral knee patellofemoral osteoarthritis in a patient with degenerative arthritis of the lumbar spine and chronic greater trochanteric bursitis. 3. Vitamin d deficiency. 4. Left hip osteoarthritis.